Manufacturer narrative:
H10. H3,h6: the reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a isolated issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the potential complications associated with the use of this device. Clinical evaluation was completed and concluded that per subsequent e-mail, no relevant clinical information will be provided for inclusion in this investigation. Without the requested relevant clinical information, a thorough medical investigation cannot be rendered. Therefore, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) potential complications accompanying such implant surgery. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that after a procedure, where two peek tibial implants where fixed in place, recurrent tear was presented therefore a revision surgery was performed. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 additional information was received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information revealed that smith and nephew is not the manufacturing registered site, therefore, it was determined that this case does not meet the threshold for reporting. This complaint will be communicated to the manufacturing registered site medtown to perform the regulatory determination and corresponding reporting if applicable. A record of this communication will be kept in our files.